Manufacturer narrative:
(B)(4). A companion sample was received for evaluation and not an actual sample. A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A companion sample was evaluated for the reported event of a leak. The device was visually inspected and there were no issues. The device also underwent functional testing: leak testing, clear passage testing and clamp function testing. There were no problems found during the functional testing and the device was determined to have met all product specifications related to the reported event. The leak could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A sample has been received and a complete evaluation of the device is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak on their manifold set through the connector. This event was reported to occur during prime. No injury or medical intervention was reported on the patient. No additional information is available.